Event description:
Device history record was reviewed and nothing linked to the reported event was observed. No errors or issues were observed during device log review. The reported device was not sent to brézins for investigation and repairs were performed by fk local engineer. On powering on, the device displayed that the term of preventive maintenance had exceeded. The device was delivered to the customer in 2019 but was stored for a longer period of time in local fk warehouse which explains the maintenance reminder. It was noticed that the main connections led is not on, the pump being connected to ac. The fuses of the device were checked and no issue was found. The device was disassembled and power source was controlled. On visual inspection, damage on the power supply board was noticed. One of its components was not properly inserted which could have led to a random connection issue. Nothing else was observed. The defect is an isolated case and is linked to a supplier issue. Note : regarding storage of devices before selling to end customer, we suggest that a full quality control is performed beforehand. In that way the next maintenance date will be updated too. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
At startup, device displays maintenance 03/10/2020, and the battery does not charge. Power supply board found defective during investigation.